Manufacturer narrative:
(B)(4). Although the device involved was confirmed not to be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: it was reported that after the nurse inserts the introcan safety catheter, leakage is immediately noticed at the connection of the caresite and catheter hub. No injuries reported.

Manufacturer narrative:
Event 5. This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.